Event description:
A customer reported observing particles left in the processing tray at the conclusion of a steris system 1 processing cycle. The customer later cut open a cup of steris sterilant 20 from the same case and discovered similar looking particles in the builders, (powdered portion), of the cup.